Manufacturer narrative:
Results: 56 unused and sealed samples were returned for evaluation. A visual/microscopic inspection revealed no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A simulated used test was performed by pressing the safety activation buttons on all 56 samples and all of the needles retracted into their safety barrels. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6326991. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter did not retract during use. The customer stated that four devices have malfunctioned at the bedside. There was no report of injury or medical intervention.